Event description:
It was reported that this noise oversensing was noted on this right atrial (ra) lead, leading to pacing inhibition. Technical services (ts) noted that premature ventricular contraction (pvc) triggered the rhythmiq algorithm. Ts recommended reprogramming and further troubleshooting options. This ra lead remains in-service at this time. No adverse patient effects were reported.

Event description:
It was reported that this noise oversensing was noted on this right atrial (ra) lead, leading to pacing inhibition. Technical services (ts) noted that premature ventricular contraction (pvc) triggered the rhythmiq algorithm. Ts recommended reprogramming and further troubleshooting options. This ra lead remains in-service at this time. No adverse patient effects were reported. Additional information was received. A lead integrity issue is suspected, as continued noise was observed. The physician has no intention on replacement so long as the lead still paces successfully. This ra lead remains in-service. No adverse patient effects were reported. The lead was not returned for analysis; therefore, a technical analysis could not be performed.